Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump was replaced on (B)(6), 2011. The reason for the removal was a volume discrepancy between what was actually in the pump and the volume displayed on the 8840. The pt exhibited signs of underdose at time and overdose at other times. The health care provider questioned delivery accuracy of the pump. Following the replacement, the pt was doing fine. The drugs in the pump at the time of the event were fentanyl, bupivicaine, and clonidine.